Event description:
It was reported that the caller experienced air bubbles and gaps in the infusion set tubing of their insulin delivery system, specifically between the t: lock connector and the patient. There was no adverse impact to the customer's blood glucose level. Despite assistance from technical support in loading a new cartridge using the correct technique, the caller was unable to successfully resolve the issue, and a replacement pump was sent out. The customer reverted to an alternate method of insulin therapy.